Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported they worked with their rep and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient got a replacement handset and communicator about 1. 5-2 weeks ago via lost/stolen process. Pt was able to pair it and adjust programs. Then patient powered both handset and communicator off. Towards the end of last week patient tried using the equipment and it said 'communicator cannot be found'. Pt is not able to adjust therapy and is in pain. Pt said they tried a reset with the rep but it did not resolve the issue. Had patient use the equipment on the call. The communicator light was solid green. Had pt reset the communicator and handset. Pt then was able to connect. Reviewed to exit out of the app after using it. Troubleshooting resolved the reported issue. The reason for call was patient reported they were sent a new communicator because the old one was lost and they could not get it to stay connected and now it would not connect at all. Patient stated the communicator would spin forever and it had been like this for almost 2 weeks. During the call patient reset the communicator and had to put it over her implant and patient was able to connect to the implanted neurostimulator. Pt said they've had to pair their communicator multiple times already. Patient noted they used to have groups a, b, and c prog 1, 2, and 3., but now they only have 1 and 2. The patient was redirected to their healthcare provider to further address the issue.